Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a scratch on the distal end cover, the bending angle in the down direction was out of standards, foreign material was found in the suction cylinder, and the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had seeds inside the suction cylinder. The event was found during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of foreign material could not be determined at this time. The occurrence of the reported problem may be prevented by adhering to the instructions for use (IFU) which states the following: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.